Event description:
After an angio-seal was deployed into the patient, the patient experienced a hemodynamic system collapse and retro-peritoneal bleeding. The patient later expired. The physician believed that the patient was at high risk for bleeding complications.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
After an angio-seal was deployed into the patient, the patient experienced a hemodynamic system collapse and retro-peritoneal bleeding. The patient later expired.